Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen was intermittently unresponsive to touch input, with difficulty activating on-screen buttons and swiping; the user was advised to try a stylus, and later reported no ongoing concerns with the screen. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no alarms, and no hospitalization. Investigation included customer follow-up to reproduce the issue and user education on interaction techniques. Investigation of this case revealed no persistent malfunction and normal performance upon follow-up, consistent with transient user interface sensitivity or technique, with no device component failure confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction factors and could not be confirmed as a device malfunction.